Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
Info was rec'd that reported a pt was hospitalized in 2009, due to an incident of hyperglycemia. The pt began experiencing hyperglycemia the same day, with nausea and vomiting throughout the day. She was brought to the hospital two days later, with blood glucose over 50 mg/dl. She was treated with IV insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.